Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the loading unit was fully fired and the jaws were open. A malformed staple was stuck inside the jaws. It was reported that the staples lacked proper b-shaped formation, and the staple line was incomplete, resulting in bleeding. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the endo gia¿ universal 4.8 mm staples on any tissue that compresses to less than 2.0 mm in thickness, on any tissue that cannot comfortably compress to 2.0 mm or on the aorta. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. When using a staple line buttressing material, follow the instructions provided by the manufacturer of the buttress material, as performance of the stapler may be affected when using buttress materials. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.10. Concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu (lot#: n4f2143y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p5b0841s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic left upper lobectomy, a manual handle with a reload was used for interlobar fissure detachment when the staple burst out, the staples lacked proper b-shaped formation and the staple line was incomplete, resulting in bleeding. After replacing the reload, the staple line remained incomplete after firing and additional bleeding occurred in the midsection. The surgical time was extended by 30 minutes or more due to these issues. Manual suturing was performed under laparoscopy to resolve the incomplete staple line and bleeding.

Manufacturer narrative:
Correction: e1 (phone number). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.